Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm. The customer did not receive a low battery alert prior to the replace battery alert. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. No harm requiring medical intervention was reported.

Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer alleged pump's battery lasting less than 1 week. Insulin pump successfully downloaded traces and history file using thump. Pump passed displacement test. However, unit received with unexpected battery power loss and had high sleep and active currents. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly. Swapped electrical board 2 board with a test board and sleep and active current measurements passed. Low battery alerts confirmed in the pump history on (B)(6) 2021 at 2:46 pm and on (B)(6) 2021 at 12:16 pm. Therefore, battery change occurred in less than 1 week. P-cap reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side. In summary, customer allegation for pump's battery lasting less than 1 week was confirmed during testing where unit didn't pass sleep and active currents due to moisture damage on the electrical 2 board.